Event description:
The pt had two leads from the same lot number. It was reported the pt underwent back surgery and the pt's physician opted to remove her leads. The exact date the leads were explanted or the reason why is unk.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.